Event description:
Related manufacturer reference number: 2017865-2021-29022. It was reported that the right ventricle and right atrial leads both exhibited noise. Both the leads were explanted and replaced. Patient was stable.